Event description:
Healthcare professional reported right side rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6.

Event description:
Added the event of "use error-underage" since patient was underage for silicone implants.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken observed on the radius side assessed as surgical impact opening (shell thickness within specification) and missing shell assessed as inconclusive. Use error ¿ underage: unable to observe as it is a medical event not related to the device. Additional observations: non-penetrating nicks observed. Observed 40 mm dark patch edge material inside gel device. Black particles observed on the surface of the shell and inner the gel.

Event description:
Healthcare professional reported right side rupture and "use error-underage" since patient was underage for silicone implants. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data:b5, d.6b, h6.

Event description:
The device has been explanted.